Event description:
It was reported that a physician was performing a pta stenting procedure in a mildly calcified, mildly tortuous, 99% stenosed, concentric lesion in the left sfa and the left eia. The fox plus balloon was used to perform pre-dilatation and a non-abbott stent was deployed in the eia. The fox plus balloon was used again to post-dilate the stent, however, it ruptured at the 7th inflation at 12 atm. A second fox plus was used continue post-dilating the stent, and an additional non-abbott stent was deployed in the sfa-eia. There were no patient effects and no additional information available.

Manufacturer narrative:
The device was not returned, however, the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.